Manufacturer narrative:
The device was inspected and tested on 11/06/2018. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on 11/06/2018 from customer. Customer stated in the returned goods form: "clamp is loose and does not hold position and has to be readjusted constantly. This could result in patient demise if not working correctly."